Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, confirming the alleged issue. Analysis of the pump's functionality was performed. The pump reservoir function was checked by filling the reservoir with 20 ml of sterile water for injection (swi) and allowing the reservoir's pressure to return the fluid into the syringe. The reservoir was refilled and the cap was flushed with 5 ml of swi. A demand bolus of 0.3 mg with a 1.00 mg/ml concentration over 16 minutes was programmed. At ambient temperature, fluid droplets were observed at the tip of the stem indicating proper priming of the pump. A second demand bolus, programmed with the same parameters, at 37 °c produced a few fluid droplets at the tip of the stem. The pump was programmed with a 1.994 mg daily dose multi-rate flow test over a 48-hour time period at 37°c. The dispensed volume was 2.077 ml (52%) of the expected volume. The catheter access port and suture ring were removed and the pump was decontaminated a second time. A magnet flush was performed with the suture ring and cap off, and the fluid was just dripping out. Further analysis of the valves will be captured in CAPA 00065. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending completion of device analysis and review of device history record. Internal complaint number: (B)(4).

Event description:
Agent contacted technical solutions to report a prometra ii pump explant due to underinfusion volume discrepancies. Additionally, the physician said that they were unable to perform a dye study stating the dye could not be pushed through the catheter aspiration port. Agent later confirmed details about the volume discrepancies that were observed. At the first volume discrepancy, the expected volume was 6.236ml and the actual aspirated volume was 6.25ml. At the second volume discrepancy, the expected volume was 5.809ml and the actual aspirated volume was 8ml. At the final volume discrepancy, the expected volume was 9.818ml and the actual aspirated volume was 18.5ml.